Manufacturer narrative:
Bayer radiology product analysis received and examined the returned solaris mr syringe kit and identified the presence of a white plastic particulate in the fluid path of the syringe barrel. The particulate was detected in the barrel of the syringe and measured approximately 3.2mm in length. Visual examination of the contrast spike found a small void space of material on the inner wall of the contrast spike luer. Our investigation determined that the particulate noted in the syringe was most likely flash from the inner wall of the contrast spike luer which occurred during the component manufacturing process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The customer reported the following: after opening the solaris mr disposable kit and upon inspection, they saw a foreign body within the syringe barrel. The customer elected not to use the disposable kit. No injury or adverse event was reported.